Event description:
I got essure implanted in (B)(6) of 2010. About 3 to 4 years later, I started having side effects, including hair loss, inflammation in the body. Severe back and side pain, heavy periods, headaches, extreme exhaustion, repeated bv infections, vision problems, tooth loss, vitamin d deficiency, appendix removal, joint pain, periods became irregular, hbp, numerous ER visits or these symptoms. The drs won't listen, they just send me home.